Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting a rise in shocking impedance measurements that were now noted to be 145 ohms when programmed to triad configuration. A boston scientific technical services consultant discussed the clinical observations with the caller who stated that non-invasive programmed stimulation (nips) testing was performed and high shock impedance measurements were noted in every vector with unsuccessful conversion. Additionally, a download of the device data was performed and archived. A revision procedure was performed and the rv lead and device were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. With load(s) attached to the device, shock lead impedance testing was performed and all measurements were normal. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.